Manufacturer narrative:
H.6. Investigation summary: no samples displaying the condition reported are available for examination, so we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see section h.10.

Event description:
It was reported that leakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter. "The syringe leaked under the syringe pump. Nafcillin given IV per pump. Primary nicu nurse noted leaking of fluid under syringe pump of unknown amount. The bedside nurse reported leaking. The syringe was not saved. Physician was notified. No new orders received. Spoke with pharmacy and future antibiotics will come in 5ml syringe until new 3ml syringes arrive tomorrow from different manufacturer. There was no harm to the infant." 1 of 2 complaints.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog or a lot number could not be confirmed for this incident, and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The initial reporter also filled out FDA form 3500a, uf/importer report# (B)(4).

Event description:
It was reported that leakage occurred with a unspecified bd syringe. The following information was provided by the initial reporter, "the syringe leaked under the syringe pump. Nafcillin given IV per pump. Primary nicu nurse noted leaking of fluid under syringe pump of unknown amount. The bedside nurse reported leaking. The syringe was not saved. Physician was notified. No new orders received. Spoke with pharmacy and future antibiotics will come in 5ml syringe until new 3ml syringes arrive tomorrow from different manufacturer. There was no harm to the infant." 1 of 2 complaints.